Event description:
A review of service data detected a reportable event. During servicing of electrode belt (B) (4), which was returned for routine maintenance, it was discovered that the connector pins were bent. The last patient to use this electrode belt did not experience any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. Upon further inspection, the electrode belt had pins that were bent inside the connector. There were no pins missing. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the bent pins. The last patient to use this electrode belt did not experience any problems with it.